Manufacturer narrative:
Pt info not available at time of this report. Device MFR date was not available. The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies. After speaking with the neuro coordinator, it was found that the fiducial placement lead to sub-optimal registration. The rep instructed the surgeon on proper fiducial placement.

Event description:
A medtronic rep stated that the site reported an inaccuracy during navigation while using the stealthstation in a mach cranial procedure. The surgeon discontinued the use of the stealthstation and completed the surgery. The decision to not use navigation was made prior to the start of the surgery.